Manufacturer narrative:
The technician found that the tension cable screw was missing in the brake mechanism. He replaced the brake mechanism to repair the bed.

Event description:
Info rec'd indicates the brake is not holding.